Event description:
It was reported that a distributor complaint originated from france regarding a pump. There was no adverse impact to the customer's blood glucose level. The pump started, charged, and was recognized by the computer; however, historical data showed a data error alert. The pump was expected to be returned for further examination, and a replacement pump with a different serial number was arranged. No additional information was received regarding the outcome of the event.